Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the main coil was returned for analysis. A visual inspection was performed, and it was observed that the main coil was bent and stretched throughout the main coil section, moreover the zap tip and the arm coil was detached. Dimensional inspection of the main coil revealed that the component was within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20aug2024. The target lesion was located in the common hepatic artery. An 8mm x 20cm interlock coil was selected for embolization. However, during the procedure, it was noted that the coil could not be pushed out of the catheter when being delivered. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. However, device analysis revealed zap tip and arm coil was detached.